Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the belt clip was super-glued on the pump as it broke off, battery rejections, and the pump was not given a low battery warning, and just shut off. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for acc-1601.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Thump and carelink software was utilized and downloaded trace/history files properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63 (variable=3) alarms noted in the pump history/trace files on the event date or anywhere else. No failed battery alarms noted during testing, however noted in the pump trace download on 03/11/2025 17:19:29.000. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage, and broken belt clip rails. Alleged failed battery alarms not confirmed during testing or in the power management graph. Audio anomaly not confirmed during testing or in the pump history/trace files. Cosmetic damage was confirmed at the belt clip rails (broken). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.